Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site. The patient¿s mother reported an issue involving a dexcom g7 sensor used on (B)(6) 2025, during which her daughter experienced diabetic ketoacidosis (dka) that she attributed to inaccurate sensor readings. The evening prior to the event, the patient consumed cookie dough. On (B)(6) 2025, at approximately 8:00 a.m., the patient¿s cgm displayed a glucose value of 145 mg/dl. By lunchtime, the sensor reading was 140 mg/dl. Because the values appeared within expected range, the parent did not perform a bg test. At approximately 3:00 p.m., the patient began experiencing symptoms including stomach upset and dehydration. No home treatment was administered. The mother chose to drive the patient to the hospital rather than calling emergency medical services. Upon arrival at the hospital, the patient¿s bg was measured once and was 806 mg/dl, while the cgm at that time displayed 180-183 mg/dl. The bg measurement was only performed once because the patient had already progressed into dka. The patient received multiple bags of IV insulin; however, the mother was unable to recall the specific amounts administered. At approximately 7:00 p.m., the patient¿s physician admitted her to the intensive care unit (ICU), where she remained for five days. The patient was discharged on (B)(6) 2025. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid was taken at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.